Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No investigation was performed as the issue was resolved during initial troubleshooting.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was continuously beeping and showed "initializing system, please wait" with x-ray not ready. The site restarted the system and reseated the umbilical, which resolved the beeping issue. This was in preparation for case, there was no patient present.